Event description:
A pt was admitted with acute mi without shock (non-st elevations) that occurred less than 12 hours prior to procedure. The pt's ej was 55%, and he had greater than 50% stenosis in the lad and rca. The 3.5mm prox lad had 95% stenosis. The 35mm, de novo lesion was 35mm long with little to no calcification. Two cyper stents--a 3.0x33mm and a 3.0x13mm-- were direct stented to overlap at 11atm for 45 seconds. Both stents were postdilated. Timi flow was 2 pre and 3 post procedure. Per report, there were no complications and angiographic success was achieved. Over the next eight months, the pt had a serious of cardiac and non-cardiac events: two months post index, the pt went on observation for worsening renal function. Per investigator, the event was unrelated to device and procedure. Four months post index, the pt was treated for a de novo lesion in the prox rca, a non-target vessel. It was treated with a cutting balloon and a cypher stent. Per investigator, the event was unrelated to device and procedure. Five months post index, the pt had non-cardiac chest pain. Per investigator, the event was unrelated to device and procedure. Eight months post index, the pt was seen for a urinary tract infection. Nine months post index, the pt had 95% isr of the 3.0x33mm cypher stent. He underwent CABG, and had lima to the lad. Per reporter, the physician had observed the films and saw no association (peri-stent restenosis) between the event and the other cypher stent, the 3.0x13mm. Per physician, the event was related to the cypher 3.0x33mm.